Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2014 with a bifurcated device. On (B)(6) 2016 a follow up computed tomography (CT) showed aneurysm sac growth with a potential type 1a endoleak and a potential type 3b endoleak. The patient has been scheduled for a secondary endovascular repair. There have been no additional adverse events reported for this patient.